Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during a device revision procedure, high impedance was observed on both leads of the lead 977a260 mrics compact, with values around 30k. This impedance issue prevented optimal programming for the patient. Both leads were explanted and new leads were implanted. Troubleshooting was attempted by trying to program around the issue, but it resulted in out-of-range values, necessitating the revision. The issue was resolved with the implantation of new leads, and no further impedance issues were noted. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 28-sep-2019, UDI#: (b0(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 28-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.